Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia the blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008919 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008919 were previously tested in complaint (B)(4) on 12/jun/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008919 was manufactured according to the wi version 116 and packaging in the line 4, on 31/aug/2024, with a total of (B)(4) units. Trending: a query was run in database on 13/jun/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008919 and three more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, 3 other complaints received on the lot in question and malfunction code. This complaint will require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated. The batch 6008919 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008919 were previously tested in complaint (B)(4) on 12/jun/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008919 was manufactured according to the wi version 116 and packaging in the line 4, on 31/aug/2024, with a total of (B)(4) units. Trending: a query was run in database on 13/jun/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008919 and three more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - 30/sep/2025).

Event description:
To date no additional patient or event details have been received.